Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen was partially unresponsive and intermittently, the pump was not delivering insulin properly. Past blood glucose (bg) level was not known; current bg was 550 mg/dl. Manual insulin injections and correction bolus were delivered to address bg. Pump system check was performed with tandem technical support and pump was found to be delivering insulin as intended. However, customer maintained there was an issue with the pump.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touchscreen issue was verified and insulin delivery issue could not be verified.